Manufacturer narrative:
H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the alarm message ¿no disposable clamp¿ had been received. The patient had returned almost five hours early with her cadd pump alarming and found to be empty. The pharmacy staff had reviewed their camera footage, and the proper amount of 96 ml had been instilled. The pump had been programmed at 48 ml per 24 hours, and a total of 86.35 ml had been delivered. No injury or medical intervention had been reported. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.